Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that she received compromised force sensor system alarm during priming. The customer states that insulin was shooting out. The customer's blood glucose level at the time of incident was unknown. The customer states their level has been as high as 296mg/dl. Troubleshoot was conducted, and the drive support cap was noted to be protruded. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump gave a compromised force sensor alarm during the basic test due to a loose/protruded drive support disk. Unable to perform the basic occlusion, prime, or excessive no delivery tests due to the alarm. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, a broken belt clip slot and a missing end cap sticker.